Manufacturer narrative:
The tubing on the bottom of the needle cartridge popped off. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report an operator was squirted in the face while troubleshooting the lh780 instrument. While replacing the instrument's needle cartridge the tubing on the bottom of the needle cartridge popped off and squirted fluid on the operators face. The operator was wearing protective equipment at the time of the event. The operator was advised to follow lab protocol for biohazard exposure. The operator flushed her face with copious amounts of water and was sent to the employee health nurse and blood work was performed as there standard protocol. Operator did not seek medical attention. No death or change to patient treatment is associated with this event. No exposure to mucous membrane or open lesion (fluid did not get into his eyes, nose or mouth).